Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (4 total patients). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased alinity I stat highly sensitive troponin-I results generated on the alinity I process module for multiple patients. The customer noted instrument error codes 1196 (no signal peak) and 1201 (maximum number of optical read errors exceeded). Several false negative results were reported out without an alarm. The customer was able to retrieve those samples and correct the results with no impact to patient care. The following data was provided: on 19oct2025: sid (B)(6): troponin-I result (1st run) = < 1.0 ng/l; repeat result (2nd run) = 658 ng/l. On 20oct2025: sid (B)(6): troponin-I result (1st run) = < 1.0 ng/l; repeat result (2nd run) = 2536 ng/l. Sid (B)(6): troponin-I result (1st run) = < 1.0 ng/l; repeat result (2nd run) = 2140.5 ng/l. Sid (B)(6): troponin-I result (1st run) = 2.2 ng/l; repeat result (2nd run) = 5992.3 ng/l. No customer cutoff was provided, therefore using the alinity I stat highly sensitive troponin-I package insert overall cutoff of 26.2 pg/ml. There was no impact to patient management reported.

Event description:
The customer reported falsely decreased alinity I stat high sensitive troponin-I results generated on the alinity I processing module for multiple patients. The customer noted instrument error codes 1196 (no signal peak) and 1201 (maximum number of optical read errors exceeded). Several false negative results were reported out without an alarm. The customer was able to retrieve those samples and correct the results with no impact to patient care. The following data was provided: on (B)(6) 2025: sid (B)(6): troponin-I result (1st run) = < 1.0 ng/l; repeat result (2nd run) = 658 ng/l. On (B)(6) 2025: sid (B)(6): troponin-I result (1st run) = < 1.0 ng/l; repeat result (2nd run) = 2536 ng/l. Sid (B)(6): troponin-I result (1st run) = < 1.0 ng/l; repeat result (2nd run) = 2140.5 ng/l. Sid (B)(6): troponin-I result (1st run) = 2.2 ng/l; repeat result (2nd run) = 5992.3 ng/l. No customer cutoff was provided, therefore using the alinity I stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alinity ci sensor bsl. Part replacement resolved the issue and module function was verified with a control run. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false decreased patient results after the current issue was identified. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity ci sensor bsl did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity ci sensor bsl were identified.